Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had seizure like activity on (B)(6) 2019. Neurology was consulted and the eeg was remarkable for pattern of generalized periodic epileptiform discharges. Patient was started on versed drip (gtt). Patient was started on bumex drip (gtt) on (B)(6) 2019. On (B)(6) 2019, the patient remained intubated, received keppra and reducing versed drip to attempt to wean patient off. Of note, per tm in or, this patient had considerable air in lv noted on echocardiogram. Patient remains in cvicu. No follow up information will be provided. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause of the reported events could not be conclusively established through this evaluation. It was reported that the patient had seizure like activity on (B)(6)2019 after implant on (B)(6)2019. Neurology was consulted and electroencephalogram (eeg) was remarkable for pattern of generalized periodic epileptiform discharges. An intravenous sedative was started. On (B)(6)2019 the patient was started on an intravenous diuretic. The patient remained intubated on (B)(6)2019, receiving an anticonvulsant and reducing the sedative to attempt to wean off. There were no alarms for the event. The patient reportedly remained in intensive care. A correlation to heartmate 3 lvas, (B)(6), could not be conclusively established through this evaluation. It was also noted that the patient had considerable air in the left ventricle seen on an echocardiogram. It was reported that no additional follow up questions will be answered and no additional information will be provided. The patient remains ongoing on heartmate 3 lvas, (B)(6), and no further issues have been reported at this time. The hm3 lvas IFU lists all adverse events, including neurological events, that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, the IFU contains detailed instructions on how to properly de-air the pump. The IFU specifically states ¿when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. It is advisable to monitor the left arterial pressure, which should be maintained at greater than 10 mm hg.¿ no further information was provided. The manufacturer is closing the file on this event.